Event description:
Healthcare professional reported left side capsular contracture, baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and deformation. It was observed after autoclave cycle: bubbles in gel, air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii-IV. Device has been explanted.